Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -18.00/2.0/130 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed during initial due to excessive vault. Per reporter, a new lens has been implanted and per surgeons comment "perfect". Cause of the event is reported as "sizing problem".

Manufacturer narrative:
Device evaluation: lens was returned in a specimen cup with moisture on the lens. Visual inspection found the haptic torn. (B)(4).